Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - after an implantation period of about 41 months, impedance values greater than 3000 ohms and a loss of capture were reported. The lead was replaced, but not returned to biotronik. No x-rays were available. No adverse patient side effects have been reported.